Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. Prior to death, the patient experienced and was hospitalized for peritonitis. It was not reported if the patient had recovered from the peritonitis prior to passing away. The cause of death was unknown and it was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.